Manufacturer narrative:
The customer replaced the touchscreen to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that the touchscreen response was intermittent. It was reported there was no patient involvement at the time the issue was discovered. It was reported that the touchscreen response was intermittent. The customer stated that calibration passed but the touchscreen did not fully function. The customer also informed the remote service engineer (rse) that there were scratches on the touchscreen. The rse provided the customer with the part number of the touchscreen to order and replace. This investigation is ongoing.